Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Patient 1 - sample 1- on (B)(6) 2023, patient 1 oropharyngeal swab sample was collected and placed in 3 ml renji medical vtm. On (B)(6) 2023, the sample was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b positive, rsv negative. This result was reported to a physician. Patient 1 - sample 1 labcorp on (B)(6) 2023, the oropharyngeal swab from sample 1 was removed from the renji medical vtm and placed inside 3 ml copan utm. This was then sent to labcorp for a "respiratory panel w sars-cov-2". On (B)(6) 2023, the labcorp results were received. Human rhinovirus/enterovirus was detected, all other targets in the respiratory panel w sars-cov-2 were not detected. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing. Customer is aware that testing oropharyngeal samples is off label. They also know that transferring the swab to a different collection media is not recommended but they use sterile needle nose forceps when they do this. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. This is a case whereby the xpert test resulted in flu b positive with a CT of 39.8 and epf of 59 with normal pcr curves. The specimen was sent to a reference laboratory for confirmation and resulted as rhinovirus/enterovirus detected. This reading is indicative of low presence of the targets, either at the beginning or end of the disease process or of contamination during sample collection or testing. The likely root cause is inconclusive. No product malfunction or patient harm. After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Patient 1 - sample 1- on (B)(6) 2023, patient 1 oropharyngeal swab sample was collected and placed in 3 ml renji medical vtm. On (B)(6) 2023, the sample was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b positive, rsv negative. This result was reported to a physician. Patient 1 - sample 1 labcorp on (B)(6) 2023, the oropharyngeal swab from sample 1 was removed from the renji medical vtm and placed inside 3 ml copan utm. This was then sent to labcorp for a "respiratory panel w sars-cov-2". On (B)(6) 2023, the labcorp results were received. Human rhinovirus/enterovirus was detected, all other targets in the respiratory panel w sars-cov-2 were not detected. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing. Customer is aware that testing oropharyngeal samples is off label. They also know that transferring the swab to a different collection media is not recommended but they use sterile needle nose forceps when they do this. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Patient 1 - sample 1- on (B)(6) 2023, patient 1 oropharyngeal swab sample was collected and placed in 3 ml renji medical vtm. On 10-nov-2023, the sample was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative, flu b positive, rsv negative. This result was reported to a physician. Patient 1 - sample 1 labcorp on (B)(6) 2023, the oropharyngeal swab from sample 1 was removed from the renji medical vtm and placed inside 3 ml copan utm. This was then sent to labcorp for a "respiratory panel w sars-cov-2". On (B)(6) 2023, the labcorp results were received. Human rhinovirus/enterovirus was detected, all other targets in the respiratory panel w sars-cov-2 were not detected. This result was reported to the physician. Patient was symptomatic for respiratory illness at the time of testing. Customer is aware that testing oropharyngeal samples is off label. They also know that transferring the swab to a different collection media is not recommended but they use sterile needle nose forceps when they do this. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.